Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided, a4: patient weight unknown / not provided.

Event description:
The doctor reported that the abutment was fractured by the screw. Affected dental position is 15. The procedure was not completed with the placement of another abutment, implant had mobility due to non integration and was removed. This event reflects the abutment's fracture screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) ilpac4330, (certain low profile 30 abutment 4.1mm(d) x 3mm(h) for evaluation. A visual evaluation was performed; the abutment has signs of use. The bundled placement tool was observed fractured at the screw region. The screw was stuck inside the abutments top end. Device history record (DHR) review was completed for the subject lot number 2022080098. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080098 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The abutments bundled placement tool was fractured inside abutment. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.